Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 patient went to emergency room and was hospitalized and admitted in ICU. The blood glucose level was 580 mg/dl and patient blood glucose is high due to multiple daily injection. The patient went in hospital for 4 days from (B)(6) 2024 to (B)(6) 2024. No further information available.